Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver 5fu 3700 mg/ 406 ml and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the homecare patient reported, the device stopped delivering. No specific event details were provided. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical intervention were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.